Manufacturer narrative:
The e801 analyzer serial number was (B)(6).

Event description:
The initial reporter complained of an increased number of positive results for "numerous" patient samples tested for elecsys anti-hbc ii (anti-hbc ii) on a cobas e 801 analytical unit. The samples in question were patients undergoing infertility treatment. The following are examples of questionable results for 2 patient samples: patient 1 initial result was 0.01 coi (positive). On (B)(6) 2026, the repeat result was "positive." The specific result was not provided. Patient 2 initial result was 0.78 coi (positive). The repeat result was "positive." The specific result was not provided.